Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight was (B)(6). It was also reported the patient¿s lioresal concentration and dose was 2,000 mcg/ml at 150 mcg/day. The implant site infection included abdomen and lumbar wounds with puss. Sepsis was confirmed and the patient required hospitalization, antibiotics, and surgery to remove the pump. The patient was admitted to the hospital on (B)(6) 2019 with sepsis due to a wound infection and the pump was removed on (B)(6) 2019. The patient was discharged from the hospital on (B)(6) 2019. The patient¿s discharge summary from (B)(6) 2019 noted the discharge condition was improved. The patient¿s pain score was 5/10 ¿moderate¿. The hospital course was as follows: the patient had a history of hereditary spasticity, paraplegia, status post baclofen pump in (B)(6) 2015. The patient¿s medical history after the initial pump placement in 2015 included: (B)(6) 2016 bunionectomy on the right foot, (B)(6) 2017 reconstruction of foot, and (B)(6) 2019 amputation of the right second toe. The patient¿s allergies included chlorhexidine gluconate, demerol hcl, and mushrooms. The patient underwent baclofen pump removal and placement of a new baclofen pump on (B)(6) 2019 {refer to manufacturing report # 3004209178-2018-06468 regarding pump replacement}. The patient refused post-operative antibiotics. She was discharged on (B)(6) 2019 with the pump setting of 150 mcg/day. She was admitted on (B)(6) 2019 with wound drainage, headaches, photophobia, back and neck pain. Blood cultures were obtained. She was transferred from the general floor to the intensive care unit (ICU) on (B)(6) 2019 due to hypotension and concerns of septic shock. She was started on broad spectrum antibiotics and phenylephrine. She was taken to the operating room on (B)(6) 2019 for baclofen pump removal and wound washout. She was transferred to the ICU post-operatively. Phenylephrine was weaned. Her baclofen was restarted at 20 q8 per recommendation. Infectious disease was consulted for management assistance. She was treated with nafcillin. She remained stable and was transferred to the general floor. The foley was discontinued and she was able to void without retention. She was resumed on her home sr morphine and the patient-controlled analgesia (pca) was discontinued. Both physician and occupational therapy cleared her for discharge home. A 14-day course of keflex at discharge was recommended pending that the cerebrospinal fluid (csf) cultures remained negative, which they have. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 75 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had an infection and it was indicated the infection was related to the patient's implant. The infection was confirmed. It was reported the issue began post implant (B)(6) 2019. The patient experienced fever, redness, swelling, and drainage. It was unknown if the symptoms were gradual or sudden. It was indicated the patient had refused antibiotics and was currently hospitalized. The pump and catheter were explanted on (B)(6) 2019. It was reported the patient was diagnosed with sepsis and was hospitalized over the previous weekend, relative to (B)(6) 2019. No further complications were reported or anticipated.